Event description:
It was reported the device broke. The patient underwent a revision surgery to repair a fractured fibula and snapped most proximal screw on the nail. The nail did not fracture at all. The complaint was initiated because it was a failed panta nail case. A biomet nail was used for the revision. It was reported no patient injury is alleged.

Manufacturer narrative:
The device will not be returned. Based on reported information, integra has initiated an investigation.